Event description:
It was reported that the clips were not loading into the jaws properly and they were shooting out. They used another like device to complete the case with no patient consequence.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.